Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient complains of pain and "feels loose." Patella was implanted and poly was swapped out. (Left).